Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required surgical intervention. The patients' blood pressure dropped after ablation was performed of the right pulmonary veins. After the blood pressure decrease was noticed, the physician utilized the intracardiac echocardiography catheter (ice) to evaluate the pericardial space. They noticed a "minimal pericardial effusion compared to the baseline images". No impedance spikes or steam pops were observed while ablating the right pulmonary veins. The physician proceeded to ablate the left pulmonary veins. After isolating the left pulmonary veins, the patient's blood pressure decreased again. The physician utilized the ice catheter to evaluate the pericardial space and they noted that the pericardial effusion was larger. The physician removed the octaray and the ablation catheter from the patient. A pericardiocentesis was not performed because the physician was not able to stick/tap. Patient received pericardial window due to abnormal anatomy that made a pericardiocentesis inaccessible. The needle was not long enough to reach the heart because of the heart's position. Cardiovascular surgery was called and 550ml of fluid was removed. Patient fully recovered. Patient stayed in hospital through the weekend and was discharged on monday. Transseptal puncture was performed with heartspan needle. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required surgical intervention. Patient stayed in hospital through the weekend. The bwi product analysis lab received the device for evaluation on 11-jan-2024. The device evaluation was completed on 18-jan-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)

Manufacturer narrative:
The investigation was completed on 29-nov-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31115390l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).